Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Metal pin in the spring of (oral-b) toothbrush was in my mouth (device breakage). Case narrative: consumer via e-mail stated that while brushing teeth they noticed the metal pin in spring of toothbrush was in their mouth. No injury was reported.